Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call on 05-may-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition worsened. Customer reported fainting and is not certain that it is related to her diabetes. Customer stated she was non-responsive while talking to her husband. Husband called 911 and she was transported to the hospital. Customer was admitted (B)(6) due to fainting and is being tested for seizures. Note: manufacturer contacted customer in a follow-up call on 21-may-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-0. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/24/2021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 07-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Corrected sections as of 07-jul-2020: h10: most likely underlying root cause corrected from "mlc-61: improper use / mishandled by end user" to "mlc-78: user hematocrit low".